Event description:
This MFR seems to lack basic systems to log CAPA's in properly. The company in question is evenflo or ameda. This product has serious issues and needs to be investigated. The company also labels devices saying they can not be returned which limits the CAPA's that come in to the company. There are hundreds of these reports on the internet. I suspect there may be over 2,000 defective products in circulation. Events include: the first oe just up and stopped working and never did figure out what happened to it. Had to purchase a separate set of flanges because the one they came with were way too small. This pump did not stimulate milk supply very well. Worked great the first time and after that couldn't even get a drop. The suction varies on this electronic pump - sometimes it would be dialed halfway and my nipples would be sore, incredibly sore; other times I would have to crank it all the way to get some suction. Suction valves are cheap and tear easily. Right out the box, this pump had virtually no suction. The suction is weaker and weaker. Sometimes the pump made a strange noise. The motor died. Making a weird squeaking/screeching sound. The hard plastic suction cups gave rings of blisters around nipples. The motor quit working the 2nd time used. Also see (B)(4).